Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a rewind anomaly. The blood glucose value was unknown. Customer stated that the screen was hard to read and the rewind was slow during the rewind. The product will not return for the analysis.